Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture and undefined high impedance were noted on the right ventricular (rv) lead. Loss of capture was also noted on the same lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.